Manufacturer narrative:
(B)(4). This lot was manufactured december 1, 2014 to december 2, 2014. The actual device was not available; however, a photograph of the sample was provided for evaluation. During photographic inspection it was noted that there was fluid located at the upper area of the device where the tubing and stress member are solvent-bonded. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from the joint between the tube and the reservoir. This occurred during infusion. There was patient involvement, however, there was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.